Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels in the 40-500 (mg/dl) range for several months. Manual injections were delivered to address elevated bg levels. Soda and candy were consumed to address low bg levels. Reportedly, the customer has also gone to the emergency room for treatment of their bg levels; however, the customer declined to provided any information regarding their emergency room visits. Recommendation was made to consult with a health care provider to discuss diabetes management.